Manufacturer narrative:
On august 31, 2020, mentor received clarification from the sales representative, who stated that it must have been a mistake from the clinic and to trust what was received on august 5, 2020. Hence, right side lot number has been updated from 6826050 to 6818926 under field d4 on this form. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, two devices were received. Lot number 6846623, (left side) and lot number 6818926, instead of lot number 6826050, (right side) were received. Wrong product clarification for the right side is in progress. When additional information is received, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 4, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, shell wear was observed on the anterior view of the device. Leak testing was performed, according with mentor procedure, and it revealed a tear measuring approximately 0.4 cm within a siltex cracking area on the posterior view. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent revision breast augmentation with a 325cc mentor siltex round moderate profile on both sides and was presented with bilateral breast deflation postoperatively. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.